Event description:
A zoll distributor returned monitor sn (B)(4) indicated that the monitor would not communicate properly with a test electrode belt.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor lacked a driven ground signal. The cause for the driven ground failure was isolated to an open r781 resistor on the c/aboard. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.